Event description:
The customer reported that incident occurred with the blade padding detaching from the stabilizer blades. The alleged failure mode occurred during off-pump open heart bypass procedures. The customer reported that the white "felt" on the retractor came off while the blades were inside the patient. No patient injury or complications were reported.